Event description:
It was reported that the customer exposed their insulin pump to the rain. Customer is getting a button error and the pump is shutting off by itself. Customer's blood glucose level was 22 mmol/l. Customer was advised that the pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No shut down anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on the display window.